Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call patient mentioned an issue with their intensity setting. Patient stated they would be on group a with intensity on 6.8 but yesterday morning and this morning when they went to check their setting the intensity was at 0, at one point patient mentioned they turned something off. Agent asked patient if they have adaptive stim and patient said they can do that but they have it setup when they change position stimulation will keep working. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they will see if they can get a hold of their manufacturer representative (rep) for help.[see (B)(4) for related event].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt reported cause was due to change to device programming. Cause was due to the remote. They sent the patient a new remote and the issue has been resolved.